Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for malunion of the left phalanx of the ring finger with the cannulated drill bit. When the surgeon drilled with the drill bit and a handle, the drill bit cracked at its tip about 2mm, and a fragment of the drill bit remained in the bone. The surgeon commented that it is possible that the drill bit interfered with a k-wire, which had been inserted to fix temporarily, and it caused the drill bit to break. It was not reported how the surgery was finished and the surgical delay is unknown. A revision surgery is not scheduled. Concomitant devices reported: guide/compression/k-wires (unknown part number, unknown lot, quantity 1). This report involves one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).